Event description:
The customer tested her blood glucose using contour and received a reading of 501 mg/dl. She retested using an elite meter and received a reading of 108 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.